Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that a patient connected to a patient information center ix (pic ix) went into a coma and they were unsure if the pic ix alarmed.

Manufacturer narrative:
There was no malfunction of the philips device.a philips technical consultant (tc) pulled the customers audit logs to resolve the issue. The tc informed the customer that many alarms occurred throughout the night for the affected patient. The customer was informed of the findings and the case was subsequently closed.a good faith effort was sent to determine if any use error or malfunction occurred but no response was received.

Event description:
The customer reported that a patient connected to a patient information center ix (pic ix) went into a coma and they were unsure if the pic ix alarmed.